Event description:
While wearing the external equipment, the patient reportedly experienced pain, overly loud sensations and intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. A decision was made to explant the patient's device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.